Manufacturer narrative:
The product was not returned for evaluation. The patient reported the cannula wasn't properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 19.2 mmol/l (346 mg/dl) while wearing the pod between 4 and 24 hours on the back. The patient noticed her bg levels started rising about an hour after applying the pod. The patient was advised not to remove the pod just yet and to continue monitoring her bg levels. Later, the patient decided to "peek under the pod" [sic], and at this point she noticed the cannula hadn't inserted into the infusion site. It was also noted that the adhesive wasn't completely secure during use of the device.